Event description:
A nurse reported to baxter an issue of damaged uv flash transfer set found during use. The nurse stated that a bent spike of transfer set was found when the cover of the clean flash was opened. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510k number is not available because this product is manufactured for distribution outside of the united states (us). However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). One used set with no cap on spike and no cap on patient connector in reference to damaged was received. The set was rinsed with 1:10 bleach solution for disinfecting. The set was visually inspected and noted that the tip of the spike was bent inward and body of spike was bent backwards. No other visual defects were noted. The complaint was confirmed in the lab for damaged.

Manufacturer narrative:
(B)(4). The root cause was not determined.